Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder ("autoimmune disorder"), coeliac disease ("celiac disease") and feeling abnormal ("brain fog") and was found to have weight decreased ("I have lost 40 pounds"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, coeliac disease, weight decreased and feeling abnormal outcome was unknown. The reporter considered autoimmune disorder, coeliac disease, feeling abnormal, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), autoimmune disorder ('autoimmune disorder') and coeliac disease ('celiac disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant) and feeling abnormal ("brain fog") and was found to have weight decreased ("I have lost 40 pounds"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, coeliac disease, weight decreased and feeling abnormal outcome was unknown. The reporter considered autoimmune disorder, coeliac disease, feeling abnormal, medical device removal and weight decreased to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.